Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event, test dates, implant date: estimated dates. Unique device identifier (UDI): the UDI is unknown because the part number and lot number was not provided. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the reported single leaflet device attachment (slda) and the reported poor image resolution were due to the posterior mitral valve was in poor condition as a result from a previous cardioband procedure. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effects of death and cardiac arrest/heart failure are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a single leaflet device attachment (slda), heart failure, and a death. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The patient presented with critical health and was unstable. Visualization of the posterior leaflet was poor due to a previously implanted cardioband. Two clips were deployed in the medial part of the valve. A third clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. After deployment, the clip became detached from the posterior leaflet, and remained attached to the anterior leaflet (single leaflet device attachment/slda). Additional treatment was not performed. Three clips implanted, reducing mr to 3. The patient experienced heart failure and died. No additional information was provided.